Event description:
Reporter alleged obtaining a discrepant blood glucose result of 140 mg/dl on the compact plus system compared back to back with a result of 40-49 mg/dl on the emt system when testing was performed within 10 minutes. Reporter stated that before the emts left, another result of 65 mg/dl was obtained on their system compared to a result of 140 mg/dl on his compact plus system. Reporter indicated that he had self-treated with orange juice and glucose tablets before the emts arrived. Reporter stated the emts gave him more orange juice, glucose paste, and also a sandwich which he consumed on his own. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.